Event description:
A user facility registered nurse (rn) reported a mild blood leak alarm went off mid-treatment. No visible blood seen through the arterial hansen tube. A positive result was noted on the blood leak test strip, which was dipped in the dialysate sample from the arterial port of the dialyzer. The hemodialysis (hd) patient's lines were clamped and treatment was discontinued. Blood was not returned to patient. The dialyzer was placed in a biohazard bag until further instructions to be sent out were given. A new extracorporeal circulation (ecc) was set up, tested and verified before resuming patient's treatment. The patient was stable with no adverse reaction. The incident was reported to the clinic manager covering. The estimated blood loss was unknown. The sample was available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported a mild blood leak alarm went off mid-treatment. No visible blood seen through the arterial hansen tube. A positive result was noted on the blood leak test strip, which was dipped in the dialysate sample from the arterial port of the dialyzer. The hemodialysis (hd) patient's lines were clamped and treatment was discontinued. Blood was not returned to patient. The dialyzer was placed in a biohazard bag until further instructions to be sent out were given. A new extracorporeal circulation (ecc) was set up, tested and verified before resuming patient's treatment. The patient was stable with no adverse reaction. The incident was reported to the clinic manager covering. The estimated blood loss was unknown. The sample was available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.